Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors and hanger. It was also indicated that the keypad was damaged and six case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged output connectors and a broken hanger. The epg was returned for service. There was no patient involvement.